Event description:
The customer reported the images disappeared and there was no signal to the monitors. This issue would prevent the live image from being viewed. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.